Manufacturer narrative:
Correction for h6 coding.

Manufacturer narrative:
The reported events of unexpected mode switch, device problem, and adverse event without identified device or use problem were not confirmed. The device was received with battery voltage ant end of service (eos) level in backup mode consistent with exposure to cold temperature. Device image indicates false eri was triggered consistent with low voltage fluctuation. Electrical analysis performed after replacing the battery indicated normal functionality. Additional evaluation of output signal found all pacing parameters within normal range. Further interrogation at various pulse amplitudes measured current levels within normal range. Longevity assessment was performed based on field settings and the device exceeded projected longevity indicating normal battery depletion.

Event description:
It was reported that the patient passed away for an unknown cause. Upon device interrogation, the pacemaker was found to be on backup mode. There were concerns if the device could had stopped working. Since electrocardiograms were not enabled, a relationship between the device and the patient's death could not be established. The cause of death was unknown.